Event description:
It was reported that a large volume infusor had no flow. The issue occurred during patient infusion. The expected therapy time was 96 hours; however, after 72 hours there was no change in the bladder size. The device contained endostar. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed fluid inside the bladder which suggested a no flow problem may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.